Event description:
(B)(4) noticed during a routine x-ray viewing that the nasogastric (ng) feeding tubes were not showing up on the x-rays. (B)(4) contacted neomed at the time and neomed indicated they had heard of the issue from another institution. They asked (B)(4) to remove several lot numbers from use. (B)(4) removed all lots and was sent new materials. However, as of yesterday, there are still issues viewing the radio opaque stripe on the x-ray film.